Event description:
It was reported that the right ventricular lead had increasing impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead in segments was returned and analyzed with no anomalies found. The distal and defib conductors were distorted. There was blood/body fluid on the outer tubing overlay, and cosmetic environmental stress cracking and a non-electrical environmental stress cracking breach on the outer tubing overlay as well. The outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism, there was a deformation/fracture in the proximal section of the inner coil, and there was apparent explant damage.